Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: : a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9252455. Customer returned photos of 1/2cc syringes with a poly bag from lot # 9252455. Customer states that when removing the protective cap, the needle was completely detached from the syringe and when removing the orange protective cap. The attached photo was examined and exhibited one syringe with the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9252455. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the hub separated from the device with a bd syringe 0.5ml 31ga 6mm. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that he uses the syringes for hormone application in his daughter and in the same batch two syringes showed quality deviation. When removing the protective cap, the needle was completely detached from the syringe (along with the plastic part).